Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure there was placement difficulty of the right atrial (ra) lead. The physician took out the ra lead and noticed the helix was bent and could not retract back in during repositioning. This lead was attempted and not used. It was replaced with a new ra lead. No patient complications have been reported as a result of this event.